Event description:
It was reported that the patient received 30 inappropriate shocks due to t-wave oversensing (twos). The system was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay cosmetic environmental stress cracking, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.